Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
A lesion in the right coronary artery was treated with two passes on low speed using a diamondback coronary orbital atherectomy device (oad). Following the second pass, the oad stalled. A third treatment pass was performed on high speed, and a perforation was noted. The perforation was treated with prolonged balloon inflations for ten minutes and a pericardiocentesis was performed. Two stents were then placed and the patient was transferred to the intensive care unit in stable condition. Per the physician, the cause of the perforation was device bias related to guide wire being maintained in a loose position during the procedure.